Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the volumes are incorrect. The customer reported there was no patient involvement.

Manufacturer narrative:
The fse evaluated the device while onsite, performed testing in neonatal mode and reported the device works correctly. No parts were replaced. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem.